Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during dwell 4 of 5. The hp stated a spike came out of the bag. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup and advised the hp to cycle power twice to clear the alarm. The tsr also advised the hp to finish therapy with manual supplies. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.

Event description:
A system error (B)(4) alarm was identified in the log of a returned homechoice device. The system error occurred on (B)(6) 2010. A (B)(4) is a non-recoverable alarm that occurs when the device has detected air being drawn continuously into the disposable. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during dwell 4/5 was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the supply bag was not properly connected to line. The hp stated a spike came out of the bag. This review finds the labeling adequate for the use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.